Event description:
It was reported, the customer received several error messages on their insulin pump. The customer also reported receiving a low alert when their blood glucose was 150 mg/dl. The customer also reported issues with their sensor and serter not sticking to their body. Customer also stated their blood glucose had been fluctuating from stress. Customer declined to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.